Event description:
As reported by the user facility (translation of user facility information by (B)(4)): no function / no flow. Pump did not start running. Drug: 5fu.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The device is currently on shipping from the customer to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.